Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Incomplete/partial inflation was not confirmed. Difficult/partial deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the 3.0 x 12 mm xience v stent delivery system (sds) was advanced and inflated; however, the balloon would not completely inflated. A new balloon was used to fully appose the stent to the vessel wall. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.